Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately seven years and nine later, x-ray abdomen was performed and the caval filter was in stable position. After one year and eleven months, computed tomography of abdomen and pelvis without contrast showed an inferior vena cava filter was located with tip approximately 2.6 cm inferior to the renal veins. The filter does not appear significantly tipped, with the apex of the filter centered within the inferior vena cava lumen. The filter appears intact. Several of the struts appeared to extend beyond the wall of the inferior vena cava. After one year and eleven months, the patient reported of having abdominal pain. Therefore, the investigation is confirmed for the perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.